Manufacturer narrative:
The device was received for evaluation. The visual inspection by naked eye of the product shows the product wet (after priming). A leak test of the dialysate side was performed and a leak was observed. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a polyflux 140h, an external dialysate leak from the header on the arterial side was observed. There was no patient involvement. No additional information is available.